Manufacturer narrative:
During evaluation, the reported keypad and display issues were assessed. The device also exhibited high chassis resistance, indicating the grounding path did not meet the required specification. A review of the device serial number history did not identify any similar complaints. The applicable component, such as the ac filter or charging board, was identified for replacement as part of service. Following repair, the device should be retested to confirm the keypad, lcd, and chassis/ground resistance meet specification. The issue was confirmed. The probable cause was determined to be component failure. (B)(4).

Event description:
The device was returned to right way medical for service due to reports that none of the selection buttons on the keypad responded, the lcd was faded and difficult to see, and the chassis resistance was high. No patient involvement was reported.